Manufacturer narrative:
The company service representative examined the returned module, which revealed no obvious visual nonconformity that may have compromised functionality. The territory manager (tm) confirmed the laser module was not working and subsequently replaced it to address the issue. The tm then tested the system and found it to meet specifications. A review of the reported system messages for the last 24 months did not show an adverse trend. The returned laser core module was installed into a system and booted up. It was recognized by the system and laser functions were enabled. When connecting both an "endo" and "lio" rfid laser probe, both ports of the module were able to appropriately identify each probe type and illuminated green. An aiming beam was visible from both ports. A root cause could not be determined as the system messages were not able to be replicated. An internal investigation has been opened to address this issue. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "procedure was delayed 15 minutes". Product problem(s): "system message received" (error message given) "laser functions disabled". A facility reported system messages displayed during case. Laser functions were disabled and the system was switched to another machine to complete the case, causing a 15 minute delay. There was no patient injuries reported with this event.